Event description:
It was reported that increased in capture threshold and decreased in r waves were noted on the right ventricular (rv) lead. When attempted to reposition the rv lead, the helix would not extend. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of an increase in capture threshold and decrease in r waves were not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix extended and traces of blood/tissue. X-ray examination found the inner coil was overtorqued at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the helix mechanism issue was isolated to an overtorqued inner coil, consistent with procedure damage and clogged helix.